Event description:
It has been reported to philips that the tube was defective and no x ray was not possible and hard reboot did not resolve this issue. The system was in clinical use at the time of the event. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned by using the mobile c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform an x-ray. A review of the system log file confirmed the reported problem. Upon functional, testing fse found that the power supply to the generator failed. The part analysis of the defective power supply was performed, and it concluded no power output. To resolve the issue, the fse replaced 5v power supply in the gen cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.